Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Medical affairs reviewed the reported information, and a clinical review was performed. Orbital atherectomy was performed and it was attempted to move the device down to treat more distal vessel but was unable to cross. The device was pulled back and a perforation was noted. As part of the treatment an abbott 3.0 x 18 mm xience drug eluting stent (des) was deployed, after post dilatation, a 3.0 x 15 mm xience stent was placed distal to the first stent. Post dilatation, more staining was noted angiographically and necessitated the use of three covered stents to properly seal the perforation. A right heart pump was placed with a temporary pacemaker. The patient¿s cardiac status stabilized and was able to transfer out of the cath lab, but the patient expired a few days later. It was later found that the patient had a lacunar infarct prior to the cath procedure, and subarachnoid hemorrhaging occurred during post-procedure care. It was reported that hemorrhaging was a response to blood thinning and pressure medications. Per the physician, the primary cause of death was coagulopathy secondary to perforation, covered stents, and severe rv dysfunction. Based on the information provided, the cause of death cannot be attributed to the use of the xience des. The patient¿s death occurred days later and was attributed to subarachnoid hemorrhage. It is reasonable to suggest that the stent directly contributed to exacerbation of adverse events. The xience stent was implanted following perforation identification. During post-deployment angiography, it was revealed that the perforation had worsened. Given the already compromised vessel, stent expansion and positioning may have contributed to the progression of vessel injury or failed to adequately seal the perforation. This in turn contributed to continued bleeding, pericardial effusion, and clinical deterioration requiring additional covered stents and pericardiocentesis. The reported patient effects of death and perforation of vessels are listed in xience skypoint¿ everolimus eluting coronary stent system, instructions for use as a known effect of coronary stenting procedure. In this case, a 3.0x15 mm xience stent was placed distally to a previous stent deployed. It should be noted that the xience skypoint¿ everolimus eluting coronary stent system, instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. The IFU deviation does not appear to have caused or contributed to the reported patient effects. Based on the information provided, a definitive cause for the reported issue could not be determined. Reportedly, the device was implanted distally to the original stent placed during the procedure (against instructions for use); however, it does not appear that this deviation has caused any difficulties during the procedure. A conclusive cause for the reported patient effects of death, perforation of vessels and unexpected medical intervention, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 - distal to stent the additional device (orbital atherectomy ) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification. Multiple guide wires were used to engage the vessel and a temporary pacemaker placed as the patient went into second degree heart block prior to wiring the vessel. A whisper guide wire was placed down the vessel to exchange a viperwire. Orbital atherectomy was performed and it was attempted to move the device down to treat more distal vessel but was unable to cross. The device was pulled back and a perforation was noted. The atherectomy device was removed and a 2.5x15 mm nc balloon was inflated. Second access was obtained in the left groin and no effusion was noted. No staining was noted at this time. A 3.0x18 mm xience stent was placed. The more distal lesion was ballooned with 1.0x15 mm sapphire balloon and then 1.5x15 and 2.5x15 mm nc balloons. A 3.0x15 mm xience stent was placed distal to the previous stent and post dilatation was performed with a 3.0x15 mm nc balloon. More staining was noted at this time and a covered stent was placed. Two more covered stents were placed and the perforation was sealed. The patient's cardiac status stabilized. However, over the weekend, the patient was found to have a pre-existing lacunar infarction and later a subarachnoid hemorrhage from the blood thinners. The patient expired on (B)(6) 2026. In the opinion of the physician, the oad caused perforation and contributed to patient's death. As per the physician, the primary cause of death was coagulopathy secondary to the perforation, covered stents, and severe right ventricular (rv) dysfunction. No additional information was provided.